Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions include the hose clamps for the manifold were defective, the manifold was dirty, the tie wraps for the sieve beds were defective, the regulator for the product tank was leaking, the preformed tub for the sieve beds was dirty, the filter for the sound box was dirty, the filter for the cabinet was dirty, and the muffler for the sound box was clogged.